Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 53, 23, 286, 118, 95, 229, 170 mg/dl, and 124 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter and test stripslot number 0513939. Returned meter and test strips performed in accordance with MFR's instructions for use. Customer's complaint of high readings was not duplicated during testing. The freestyle blood glucose readings reported by the customer were found in the meter internal log.